Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the esc button of insulin pump sometimes had to press twice, customer was not sure if the insulin pump was actually delivering the correct amount of insulin at times, cracks in casing, chips or hairline fractures, battery cap worn and insulin pump had rejected new battery. The customer blood glucose level was unknown. Customer declined to report to technical support team. The device will not be returned for analysis.